Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose levels, after the paramedics arrived at his home. The customer stated that his blood glucose levels have been 20-40 mg/dl during the night. The customer has also been taking medication due to a mercer infection and dialysis. Troubleshooting was performed, and the insulin pump was programmed correctly. Assisted the customer in increasing the basal rates per his health care professional. The reservoir volume was accurate. Nothing further was reported.